Event description:
Additional information was received indicating the reported morphology issues were resolved when the rv lead was replaced.

Event description:
It was reported, the day following initial implant, oversensing, high pacing impedance, r wave variation and an increased threshold was observed on the right ventricular (rv) lead. Additionally, difficulty acquiring morphology scores was observed on the device. Provocative testing was performed and the electrical anomalies were reproduced. During the revision procedure it was observed there was a dent on the connector of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure.